Manufacturer narrative:
An engineering investigation was performed on the returned power supply unit. The investigation confirmed that the power supply unit was not operational due to an isolated component failure. There was no patient harm or injury reported as a result of this incident. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The power supply unit (psu) has not yet been received by the resmed technical service center. Based on all available evidence reported, the power fault was due to a defective psu. A replacement psu was issued to the customer to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device's power supply unit (psu) was not delivering power. There was no patient injury reported as a result of this incident.